Manufacturer narrative:
The results of the investigation are not available at the time of this report. A follow-up report will be submitted upon completion of the investigation.

Event description:
The event is reported as: a plastic piece of the reservoir broke into the oxygen tubing eliminating the possibility for oxygenation. Another mask was use successfully. There was no consequence to the pt. No pt injury reported.